Event description:
A three-well ultrasonic cleaning device was purchased on 9/9/92. On 2/16 or 17/93, an employee had her hand on the lid of the device. The device was not turned on. The employee received an electrical shock and momentarily could not release her hand from the device. An electrician who was called found a major short in the wire that went into the wall. The rptr stated that the fuse in the machine never blew. On 10/7/93, another assistant was cleaning the third well that contains the dryer, which the rptr stated looks like toaster wires and contains a fan to blow hot air. An electrical fire broke out which necessitated calling the fire dept. The assistant was using a sponge and water to clean the device and the device was not on. The rptr contacted the co and was told the device had a floating ground. An electrician who was called to check the device told the rptr that it was not grounded. The rptr had the device grounded according to the MFR's recommendations. Because the electrician found that the device was not ul labeled, a disclaimer was written on the repair sheet that the electrician would not be held responsible for the device. The rptr called the co about the device not being ul labeled. The co responded that the device had all ul parts but acknowledged that it was not ul listed. The MFR has since taken the device back and refunded the rptr's money. The rptr learned from mosha that it was illegal to operate the device because it was not ul listed. No warning has been sent by the co even though the rptr has asked the co to do so. The rptr is concerned because the co continues to advertise in professional journals.